Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13185. New information noted that the patient was hospitalized for unrelated issues on (B)(6) 2021. During hospitalization, device interrogation revealed high impedance, decreased sensitivity, and loss of capture on both the atrial and right ventricular leads. Chest x-rays did not show any anomalies. The patient presented for a revision procedure on (B)(6) 2021. During procedure, it was noted that the leads were not adequately secured into the header with the set screws. The cause of the issue could not be determined. The device was explanted and replaced. The leads were reused and had stable measurements. The patient was stable post procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had decreased sensitivity, increased impedance, and had evidence of loss of capture. Chest x-rays suggested the lead had dislodged. The patient was asymptomatic and would undergo lead revision.